Event description:
Customer was admitted to the hospital for high blood glucose. Troubleshooting was performed. Pump passed the prime test. High pressure test was performed. No further details provided.

Manufacturer narrative:
Currently it is unknown wheter or not the device may have caused, or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We thereofre consider this report complete to the best of our knowledge.